Event description:
It was reported that during testing prior to implant, the lead helix did not extend with the maximum number of revolutions. While the physician was examining the lead, the helix suddenly popped out. The lead was not used and another lead was used to complete the procedure. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, and the lead was damaged at implant. The analyst also noted that the lead was received with the helix extended. The helix extends and retracts smoothly and within specification.